Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck measured 22.4 mm to 22.8 mm in diameter along a 15 mm length. The superior mesenteric artery was patent prior to the procedure. It was reported that, during the procedure and after the bifurcate stent graft had been implanted, it was observed that the superior mesenteric artery was no longer patent. The physician elected to explant the stent graft, to perform an aortofemoral bypass with a surgical graft, and to reimplant the inferior mesenteric artery. The event was resolved. Per the physician, the cause of the event was due to the patient anatomy. The stent graft had covered the inferior mesenteric artery and the inferior mesenteric artery had been providing blood flow to the superior mesenteric artery. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.